Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that there was a power on reset (por). The patient started seeing the por code today, (B)(6) 2016. The patient had been having a couple of falls in (B)(6) 2016. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.